Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse informed to the customer that it would occur if the low minute volume alarm was set incorrectly. If set incorrectly, it would cause the ventilator to go into backup ventilation and cause the respiratory rate (rr) to change automatically. At the time of the reported event, the ventilator was operating on the external battery.

Event description:
It was reported that, during patient use, a ventilator alarm was activated, and the settings would auto change. Although, the ventilator continued to cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The service engineer reviewed the event history log and verified the reported complaint. The device was tested on the customer¿s settings and it alarmed after running for 2 minutes, went into back up ventilation mode and displayed an error message. The device settings were adjusted and it was tested again. It functioned as expected with no alarms or errors. The device passed all testing. The root cause was incorrect customer parameters. The reported malfunction was duplicated.